Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #2: date of submission 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed that the insulin delivery totals accurately reflected corresponding programmed basal rates. During testing, the pump passed delivery accuracy testing and was found to be delivering within required specifications. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. A 10 unit bolus was programmed, found to deliver accurately, and was recorded accurately in the pump history. A 10 unit audio bolus was programmed, found to deliver accurately, and was recorded accurately in the pump history. The original complaint of an inaccurate delivery issue was unable to be duplicated during investigation and unable to be confirmed in the pump history due to continued use. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.